Event description:
The customer reported an error with their continuous glucose monitor (cgm), identified as error 42. There was no adverse impact to the customer's blood glucose level. Technical support assisted the customer by providing instructions for a pump reset, guiding them through the process, which resulted in the error no longer appearing and the customer successfully starting a new sensor session.